Manufacturer narrative:
Iris field service engineer was sent to the customer location and the fse found the tubing between the syringe pump and the pipette was not holding pressure. The fse replaced the tubing to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer is failing ca and cb controls, false negatitive for all analytes. (Blood, bilirubin, urobilinogen, ketone, glucose, protein, nitrite, leukocytes, ph, and specific gravity.) The customer indicated there was a leak on the instrument and was not able to identify where the leak was coming from. There was no exposure to the leak, the customer was wearing proper ppe, gloves and a lab coat, at the time the leak was discovered. The customer did not seek medical attention due to the leak. There were no erroneous patient results generated or reported out of the lab.